Event description:
It was reported that during the surgery, during the tightening the tulip of the screw, it did not hold the break-off screw and the rod. The implant was explanted and a new one was placed instead without any problem.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.